Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The jaws could not be opened. The doctor used another device to cut the tissue and remove. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override. Did the jaws eventually open? No.

Event description:
It was reported that the device could not fire & jaw could not open. During the laparoscopic left inferior lobectomy, could not fire with ec60a and ecr60b when severing the lobe of lung. Changed another ecr60b, could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57g77. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.